Manufacturer narrative:
Concomitant medical products: product ID 97712, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6)2014, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported there was a communication problem. The patient stated her healthcare provider (hcp) was repositioning the implantable neurostimulator (ins) because it was causing her pain. She was bigger when the ins was placed due to steroids. She lost the weight and the ins was really close to the skin. When asked what came up on the recharger screen the patient described the reposition antenna screen. The patient was able to use the patient programmer (pp) to communicate with the ins and she saw 130 and 250 on the screen. It was noted that the patient had 2 implantable neurostimulator rechargers and both couldn¿t communicate with the ins in her right buttock. The patient tried again and reported seeing the normal recharge screen but no coupling bars were black. The antenna locate feature was used and the patient was able to get 38 but nothing higher. The patient tried to charge again but there was no coupling. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturing report #3004209178-2015-03562.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the lumbar ins was burning at the device location. The battery stopped accepting a full charge in approximately (B)(6) 2014. The battery would only charge when the patient was standing. The patient experienced spasm and numbness in their hands and feet. The patient¿s indication for use included non-malignant pain, chronic low back pain, and spinal pain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the ins was implanted to relieve the patient¿s lumbar pain. The device worked for approximately one year, after which it began to malfunction. The battery would take a very long time to charge and would not accept a full charge. At times, the battery would not charge at all. Additionally the patient had to be standing up to charge the battery, or it would not charge. At the same time the patient began to experience a painful burning sensation at the site of the battery. The company representative was unable to remedy these problems. Therefore, the patient had a second surgery, so the doctor could reposition the device in an attempt to resolve these difficulties. The device continued to malfunction. On (B)(6) 2015, the patient had a third surgery to remove the device.